Event description:
It was reported that the device battery pre-maturely depleted after a month. There was no report of pt involvement with incident.

Manufacturer narrative:
(B) (4): the device was returned to physio-control and device evaluation has not begun. Physio-control will submit a supplemental report on this event to the FDA as provided b 21 cfr 803.56.